Event description:
It was reported that during surgery, complaint product didn't work at all from the beginning. Battery expulsion was found during the investigation. There was a patient involved but no impact or harm reported. There was a 0-15 minute delay in order to prepare an alternate device. Due diligence information complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1: telephone: (B)(6). G2 foreign: japan. Functional testing of the returned product found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. There did not appear to be damage to the wiring of the pack. There was also a loose terminal that had slid out of its place. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.